Manufacturer narrative:
A ge oec service representative investigated the issue and found issues with the lemos plug from an earlier service call, and removed and replaced the collimator assembly for the black monitor issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system was reported to have the monitor go black during a procedure.